Event description:
User experiencing intermittent discrepant results for creatinine and albumin. The following examples were provided: on (B)(6) 2007, initial creatinine result 2.0, repeat 1.1 mg/dl. Initial results were reported, patients not adversely affected. The field service representative was unable to determine a cause for the discrepancies.

Event description:
User experiencing intermittent discrepant results for creatinine and albumin. The following examples were provided: on (B)(6) 2007, initial creatinine result 1.8 mg/dl, repeat 1.2 mg/dl; on (B)(6) 2007, initial creatinine result 7.7 mg/dl, repeated 4 times, gave results of 1.5, 1.5, 1.5 and 1.6 mg/dl. Initial results were reported, patients not adversely affected. The field service representative was unable to determine a cause for the discrepancies.

Event description:
User experiencing intermittent discrepant results for creatinine and albumin. The following examples were provided: on (B)(6) 2007, initial creatinine result 10.9 mg/dl, repeat 4.1 mg/dl. Initial results were reported, patients not adversely affected. The field service representative was unable to determine a cause for the discrepancies.

Event description:
User experiencing intermittent discrepant results for creatinine and albumin. The following examples were provided: on (B)(6) 2007, initial albumin result 5.3 gm/dl, repeat 3.3 gm/dl. Initial results were reported, patients not adversely affected. The field service representative was unable to determine a cause for the discrepancies.

Event description:
User experiencing intermittent discrepant results for creatinine and albumin. The following examples were provided: on (B)(6) 2001, initial creatinine result 1.8 mg/dl, repeat 1.0 mg/dl. Initial results were reported, patients not adversely affected. The field service representative was unable to determine a cause for the discrepancies.